Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the black tip of the inserter/impactor was noted to be cracked. The issue was noticed in sterilization before the case had started, so no patient involvement occurred. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified heavy signs of repeated use of the device over a potential field age of approximated 13 years. The impactor pad threads, epoxied on at the time of manufacture, do not thread completely on to the impactor body due to damaged. The pad shows heavy witness marks and indentions from repeated use, but it is not fractured or cracked. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The impactor pad threads, epoxied on at the time of manufacture, do not thread completely on to the impactor body due to damage. However, it cannot be determined if that damage occurred during normal repeated use, or if the pad was incorrectly disassembled for cleaning. As such, a definitive root cause cannot be determined. The reported event was confirmed through product return. Although the product was not fractured/cracked, it was confirmed to be damaged/worn. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.